Event description:
A physician reported that after implantation of intraocular lens (iol), the iol had glistening's. Glistening's were quite small and not numerous. The patient's visual acuity has been consistent post operatively. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).